Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a urine meter. The customer reports that the device was applied on the pt on (B)(6) 2012, without any problem. On (B)(6) 2012, there was no flow of urine noticed. The pt, who was in the ICU at that time, deceased on (B)(6) 2012. When the device was removed, the urine that did not previously drain flowed suddenly (1600cc).